Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: one photo sample was provided to our quality engineer team for evaluation. Upon visual inspection of the photo the spike was observed to be broken. As a lot number was unavailable for this incident, a device history record review could not be completed, and retained samples could not be investigated. Phaseal devices undergo visual inspections throughout the manufacturing process, verifying the product is assembled correctly and without damage. Based on the available information we are not able to determine a root cause related to that manufacturing process at this time. It is possible this incidence occurred due to improper use of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: broken spike. One picture was received showing the spike broken. Inspection and test. All components of connector c100, except the membrane, are molded in nolato supplier. After molding, the components are assembled in s. Agustín plant. During assembly process, the operator performs visual inspection of the membrane, spike port, housing and cap to verify that product is free of damages (procedure ph-304, ph-081). The operator takes 24 samples for each 1.000 units and verified the welding of the membrane, correct assembly and quality of the components. During the packaging process of phaseal product, visual inspection of the product is performed by the operator according to ph-009 and ph-307. Eight samples are taken for visual inspections (2 strips) to verify the quality of the blisters. On the other hand, 100% visual inspection is performed for all phaseal product by the operator before place the product in the unit case. During the load of product in the unit cases, the operator checks the correct quality of the product (free of damages, f.m). In case of faulty product, it is sent to scrap. In case of packaging defects, samples are picked up and packaged again. Leakage test is performed in all lots according to pc-226. Root cause description: as there is no lot DHR and retained samples cannot be taken for investigation. It seems that the breakage occurs by a bad use of the device. Please, try to not bend the spike.

Event description:
It was reported that the customer was using an unspecified bd infusion set, and the phaseal connector broke leaking chemo medication onto the patient. The report is as follows, "material no: unknown batch no: unknown. It was reported that after a few hours of infusing in an outpatient (home) setting, the spike broke causing the medication to leak. Event description per customer's email states, "this month, we had a phaseal connector break. I do not have all the details as this was in the outpatient setting ¿ it was used for a patient¿s home infusion. She noticed after a couple hours of it infusing that the spike part completely broke off and it was leaking everywhere. It is not the phaseal connector we use on the inpatient side. Can you offer any insight into what may have happened and how it can be prevented in the future? A picture is below!" Customer's response to information request stated that the date of event is unknown, the course of treatment was changed due to the pt losing over 50% of their dose, it is unknown at this time if medical intervention was taken and the pt was exposed to the chemo drug as it was dripping on the pt and the pt's chair."